Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that qty. 2 of a 5033-100 galileo capturing rod and qty. 2 of a 5046-100 galileo rod nut had an issue before and during a troch nail procedure on (B)(6) 2023. When assembling the lag driver on the back table before the case, the capturing rod would not thread into the nut. They put together the second capturing rod and nut for the case, which worked fine before the procedure. However, during the surgery after inserting the lag and trying to remove the nut from the inserter, it would not come off with the removal tool. They had to use pliers and then the capturing rod and nut were compromised like the ones before the case. No piece broke off inside the patient. The procedure was finished successfully and the patient was not injured. This happened outside the patient as well. This occurred before use and during use with no impact to the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Two unpackaged 5046-100 were received for investigation. Upon visual inspection, it was noted that the devices were damaged. Scratches could be seen on the bottoms of the devices. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device. Complaint confirmed.